Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age and gender unknown) the device was unable to obtain an ECG signal via defib electrode pads. The user obtained another set of defib electrode pads and was not able to obtain an ECG signal. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.